Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited high bipolar and unipolar impedance, and high bipolar thresholds. It was noted that the fluid was present in the lead. The rv lead was moved to the lv port and a new rv lead was implanted. No patient complications have been reported as a result of this event.